Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient¿s mother reported her son¿s blood glucose (bg) reached between 15.0 to 20.0 mmol/l (270 to 360 mg/dl) with multiple correctional boluses without any success to lower his bg levels. She also stated that the patient have obesity and that the cannula was too short for insulin delivery. They went to the hospital who changed the basal rate but there were no further information regarding the hospital visit or to the patient¿s treatment. The pod was worn on the abdomen.